Manufacturer narrative:
The customer reported that the o2 solenoid valve was not working-- the device stopped suddenly giving o2, and a 1111 "o2 device failed" error occurred. Per gfe response, the service engineer confirmed the reported issue upon checking the diagnostic codes and running the tests regarding air and o2 flow. The service engineer then replaced the o2 solenoid valve and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E1:reporter phone number (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the o2 solenoid valve was not working-- the device stopped suddenly giving o2, and in the o2 mix, the oxygen % was not raising above 21. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
The customer confirmed that the device was in patient use at the time the reported issue was discovered, and there was not any harm to patient since the backup device was nearby. The customer also stated that the device was swapped out for another ventilator, and therapy was interrupted because the issue occurred during treatment.